Event description:
Laparoscopic cholecystectomy - "while trying to place clip on vessel, clip applier jammed and a metal piece fell out of the shaft into the pt's abdomen. Surgeon retrieved the piece with his grasper and pulled it out through the trocar."

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation.